Event description:
The customer received questionable thyroid results for an unknown number of patient samples from a cobas e602 analyzer. The specific date of testing by the customer was not provided. Of the data provided for four samples, only the free thyroxine (ft4) result for one sample was discrepant. Refer to the attachment to the medwatch for all patient data. The patient was not adversely affected. The investigation results were reported to the customer. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Evaluation of the calibration and qc data from the investigation did not indicate general reagent issues. As no information was provided for the customer site, an analysis was not possible. Differences between the roche and siemens analyzers for these assays can occur due to the different setups of the assays, the antibodies used and the variances in reference methods.

Manufacturer narrative:
This event occurred in (B)(6).